Event description:
Radiometer reference number: (B)(4). According to the complaint the customer experienced that after they upgraded the abl90 flex plus analyzer (serial number: (B)(6)) to software version 3.6 analyzer gives a roma error asking to restart the analyzer after a patient sample is run. The analyzer will then restart losing the patient sample results. The service dump logs 24 crashes between (B)(6) 2026 and (B)(6) 2026. There was no patient samples lost in these crashes.